Event description:
Additional information received reported that the physician determined that the type ia endoleak was caused by neck angulation. It was also noted that the dissection in the right common iliac artery was present before endovascular aortic repair.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm. Diameter of the upper proximal neck was 18mm. Diameter of the aneurysm entry was 19mm. It was also noted that the proximal neck was tortuous. It was reported that the stent graft was implanted and touch-up was carried out. When angiography was carried out, a type ia endoleak was confirmed from greater curvature side. A cuff was additionally implanted for the treatment, but a slight amount of leak remained. It was further reported that the proximal neck had tortuosity, the position of renal artery was faint on the image and right common iliac artery (cia) had a dissection. The patient was to be monitored. No clinical additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).